Manufacturer narrative:
.

Event description:
It was reported that "the pt was using morphine and started to have neurological symptoms that can be caused by the drug. She started to feel pain, because the pump did not work as well and the device was removed and changed". After the pump replacement pt recovered and she was "ok".